Event description:
A report was received that the patient was unable to charge due to the depth of the ipg. The patient underwent a pocket revision procedure. The patient was reportedly doing well postoperatively.